Event description:
(From interviewing staff present at incident). Pt came to ER from outside hosp because of "ingestion error". Pt coded in ER and staff began to bag pt via tube. Dr and nurse at incident confirmed that flowmeter was set to flush and a "rigorous bagging technique" was being used. Clinician that was bagging soon became unable to deliver add'l oxygen and chest x-ray was taken showing "over inflated" lungs. Resuscitator was removed from et tube and bilateral chest tubes were inserted. Pt stabilized, was transferred and later released from hosp. Length of stay unknown.